Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.